Event description:
It was reported since implantation the pt had been experiencing pain at her scs ipg pocket site. F/u identified the pt's pocket site was revised on (B)(6) 2012 and is being monitored for resolution of the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.